Event description:
While surgeon was using the device, on the attempt to fire device's 8th staple, the product made a click sound and did not fire. No patient harm. Replaced with same type of device with no further issues.